Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset infusion set on the arm and a dexcom g7, with cgm readings up to 401 mg/dl and a confirmatory fingerstick up to 440 mg/dl; the user had eaten without a meal announcement, initially discovered a bent cannula and then performed a site change, and tubing primed with visible drops and no evidence of leaking. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding device components. It was concluded, based on previously established findings for similar reports, that the cause was not established.